Event description:
The olympus representative reported the evis lucera ultrasound gastrovideoscope presented with reduced angulation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the ultrasonic probe surface was peeling off. This report is to capture the reportable malfunction of the peeling on the ultrasonic probe surface noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: the bending angle in the up direction did not meet the standard value due to angle wire wear; the acoustic lens had a chip; the water tightness was lost due to wear on the grip and a crack on the cover; angle wire wear caused play on the up/down knob; the adhesive on the distal sheath was cracked; the control unit had corrosion due to water leakage; the grip had a scratch; the paint on the air/water cylinder was peeling; the body control unit cover had a chip; the connecting tube was scratched; and due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is likely due to a physical stress by dropping and/or knocking the affected part to a hard surface/object and applying chemical stress during the cleaning / sanitation process. The event can be prevented by following the instructions for use which state: "warning: do not strike or drop the endoscope tip, soft part, curvature, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts." Olympus will continue to monitor field performance for this device.